Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the 7th day after catheter placement, the nurse observed bulging at the distal end of the extension tube during flushing. Concerned about potential risks, the catheter was replaced, resolving the issue. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the 7th day after catheter placement, the nurse observed bulging at the distal end of the extension tube during flushing. Concerned about potential risks, the catheter was replaced, resolving the issue. Change in catheter tip position. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bulging of the extension leg tubing was confirmed and appears to be use-related. A single video of the implicated 4fr single-lumen groshong nxt catheter was returned for evaluation. The catheter was shown during clinical use; the catheter had been inserted into the patient, and the catheter was dressed down with a transparent dressing. As an attempt was made to infuse through the catheter, the extension leg tubing directly distal of the luer adaptor was seen bulging. Although suspected, it could not be confirmed with certainty if the user experienced resistance while attempting to flush the catheter. The characteristics seen on the catheter are typically indicative of damage due to over-pressurization. This can occur through the use of syringes smaller than 10ml, flushing against an occlusion, or due to excessive forces applied during infusion procedures. If the catheter is over-pressurized, the catheter material can obtain permanent weakness which will allow the material to bulge and potentially burst on subsequent infusions. The product IFU warns against flushing against resistance. It was reported that there were two occurrences. However, only one instance could be confirmed as only one video was provided. The other occurrence is inconclusive as a sample would be required to confirm the issue and determine the potential root cause. This complaint will be recorded for future trending and monitoring purposes.